Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined. If additional information is received at a later time this report will be supplemented.

Event description:
The user facility reported that towards the end of a laparoscopic hysterectomy procedure, the probe broke off and fell inside the patient. The broken probe was retrieved from the patient's abdomen using an unidentified grasper device. No patient injury was reported.